Manufacturer narrative:
This report is submitted on november 01, 2021.

Manufacturer narrative:
This report has been submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on aug 05, 2021.